Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "during blood collection, the tubes did not fill to the minimum fill level (mark), they were underfilled."

Event description:
It was reported when using the bd vacutainer® 9nc 0.129m plus blood collection tube there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "during blood collection, the tubes did not fill to the minimum fill level (mark), they were underfilled."

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photographs from the customer in support of this complaint. The expiry date of the lot number was march 2022 therefore, retention samples could not be utilized for an evaluation. Bd was unable to duplicate or confirm the customer¿s indicated failure mode because the tubes has expired. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. H3 other text : see h.10.